Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. A lead revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.